Manufacturer narrative:
(B)(4). Date sent: 07/11/2025 d4: batch #279d65 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec60a device was returned with no apparent damage and with an gst60d reload loaded on the device. The reload was received unfired. The device was tested for functionality in the articulated position with the returned reload and achieved its complete firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the staples met the staple release criteria. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. Although it could not be determine the cause of the reported incident, proper usage of the endo linear cutters - echelon is important to ensure functionality. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 279d65, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/18/2025. D4: batch #unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: - the event occurred before approaching the tissue. It was removed out of the body cavity in a closed state. - was the device locked on tissue with the jaws closed? => the event occurred before approaching the tissue. - if yes, how was the device removed? => it was removed out of the body cavity in a closed state. - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? => unk. - did the jaws eventually open? => unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the jaws on the device would not open in the body cavity. Additional suture was performed to complete the case. There were no adverse consequences to the patient. Additional information requested.